Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that screws were loose/migrated at l3 and s1. Patient underwent a revision procedure for refusion.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of radiographic images show initial films of lumbar spine show advanced disc degeneration at l4 and l5 with moderate collapse at l5, severe at l4. Grade one spondylolisthesis noted at l4. Stenosis is reported l3 to l5. Constructed applied extends from l3 to s1 with tlifs done at l3, l4. Subsequent film shows the long construct failing at l3 and pulling out. This is addressed by extension to l2 and augmenting of screws with pmma.